Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the fuses were replaced and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system was not receiving power. Fuses were found to be open. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. Additional information: device manufacture date provided.